Manufacturer narrative:
This report is submitted on january 27, 2022.

Event description:
Per the clinic, the patient underwent a skin flap revision surgery on (B)(6) 2021 due to poor magnet retention. The implanted device remains.